Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 244mg/dl, 84 mg/dl, and 79 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.